Event description:
Patient had a reaction after having a biointrafix device implant in the knee. The date of the original surgery was 2004. The patient returned to the surgeon on two ocassions to have the knee flushed and debrided around the incision area, and was given antibiotics each time. The patient returned again, the surgeon decided to remove the device but not the graft which was fine. The surgeon is not attributing the infection to the biointrafix device. There were no adverse effects to the patient and is doing fine now.

Event description:
Patient had a reaction after having a biointrafix device implant in the knee. The date of the original surgery was 2004. The patient returned to the surgeon on tow occassions to have the knee flushed and debrided around the incision area, and was given antibiotics each time. The patient returned again, the surgeon decided to remove the device but not the graft which was fine. The surgeon is not attributing the infection to the biointrafix device. There were no adverse effects to the patient and is doing fine now.